Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. No e70 alarm noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. However, the insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during bolus. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error and could not get through rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.